Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.

Manufacturer narrative:
It has been determined that this submission represents a duplication of a prior report, 3005477969-2013-00437. Please disregard this MDR.